Manufacturer narrative:
Summary of event: as reported, foreign matter resembling a hair was found in an unopened safe-t-j exchange fixed core wire guide package. This observation was made within a distribution facility; therefore, the device did not contact any patient. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complainant returned device to cook for investigation in an unused/sealed condition. A hair like fiber was noted sealed inside pouch. In response to this incident, cook reviewed the device history record (DHR). The DHR for the lot records no non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. A document review was also completed. A device master record review was performed, including device manufacturing instructions, drawings and quality control document. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following to the user related to the reported failure mode: how supplied ¿sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Upon removal from package, inspect the produce to ensure no damage has occurred.¿ cook has concluded manufacturing/quality control deficiency contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was submitted.

Manufacturer narrative:
Customer name and address= (B)(6). PMA/510(k) number = k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, foreign matter resembling a hair was found in an unopened safe-t-j exchange fixed core wire guide package. This observation was made within a distribution facility; therefore, the device did not contact any patient.